Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed and the formed needle exposed in the exposed portion of the soft cannula. The device ran 53 pulses and was deactivated at the end of second prime. The linkage assembly was found damaged, and score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended and contributed to the reported pain during insertion. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the patient experienced pain. Upon removal of the pod in was discovered that the pods needle had not retracted upon deployment. The pod was worn for 1 minute.